Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02795, 0001822565-2021-02797, 0001822565-2021-02798, and 0001822565-2021-02799. Medical devices: unknown rhk femoral stem catalog#: ni lot#: ni. Unknown rhk tibial insert catalog#: ni lot#: ni. Unknown rhk tibial tray catalog#: ni lot#: ni. Unknown rhk tibial stem catalog#: ni lot#: ni. Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately three and a half years post implantation, due to pain. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no implant loosening is noted, and no gross malalignment is seen although as noted there is very limited visualization of the femoral implant and the majority is not included on the single image submitted. There is radiolucency reflecting osteolysis at the tibial bone-tray interface. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.